Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 216 mg/dl at the time of incident. Troubleshooting for no delivery was completed on previous calls. The customer stated trying all remedies. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was not returned for analysis. The customer stated that he will disconnect the pump and will treat with manual injection.